Event description:
A consumer implanted for non-malignant pain reported on (B)(6) 2016 they were feeling too much stimulation and wanted to turn it down, so they were going to have a family member help them adjust stimulation by not using the antenna with the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.